Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The device was not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. Based on the information reviewed, and due to the limited information available, death cannot be determined. The reported patient effects of, death as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. It should be noted that the mitraclip instructions for use states that the mitraclip nt system is intended for reconstruction of the insufficient mitral valve through tissue approximation. As it was reported that the mitraclip device was used on the tricuspid valve, this incident is considered an off-label use of the device. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report death. It was reported through a research article identifying a mitraclip device that may be related to death. For additional information, see article, titled: combined tricuspid and mitral versus isolated mitral valve repair for severe mr and tr: an analysis from the trivalve and trami registries. No additional information was provided.